Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a tissue injury. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with a restricted posterior leaflet and large coaptation gap. After implantation of the first clip there was a suspected flail segment seen on the echo imaging that was not seen prior to implanting the clip. The clip was stable on both leaflets and nothing of note had occurred. The procedure was continued with the planned placement of the second clip. The mr was reduce to grade 2+ and the segment could no longer be seen. There was no clinically significant delay in the procedure and no additional information was provided.